Event description:
It was reported that the patient had their extension replaced 2 years ago. (Note: the manufacturer's device registry does indicate that the patient's lead and extension were replaced on (B)(6) 2009). Additional information was requested.

Manufacturer narrative:
Product ID 3887-33, lot# l64501, implanted: (B)(6) 1999, explanted: (B)(6) 2009, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type extension. (B)(4).